Manufacturer narrative:
(B)(4) per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, procedural factors (poor coplanar view of the native valve cusps, fair coaxial alignment of the initial delivery system and valve, fair image intensifier angle) likely contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the tavr procedure, post deployment of a 26mm sapien 3 valve, moderate paravalvular leak (pvl) was observed. A second sapien 3 valve was deployed, reducing the pvl to trace. During the procedure, the coplanar view of the three cusps was poor and different angles were attempted. The alignment looked "okay"; however the valve looked like the frame was not in alignment. The sapien 3 valve was deployed in a final 60:40 aortic/ventricular (a/v) position. Moderate pvl was observed. Post dilation of the valve was performed with an additional 2cc of volume with little improvement of the pvl. The pvl was still graded as moderate. It was determined that a second valve was required. The coplanar view was adjusted approximately 20 degrees for a better view. A second sapien 3 valve was deployed more ventricular, landing 80:20 a/v. Trace pvl was observed. Following the completion of the procedure, the patient was transferred in stable condition. The native annular valve area measured 488mm2 by CT. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. The coaxial alignment of the delivery system and valve and the image intensifier angle for the initial valve were both reported to be fair. It was perceived that the poor coplanar view of the three cusps caused the positioning situation with the initial valve and subsequent pvl.